Manufacturer narrative:
The actual product involved with the incident reported will not be returned. The actual device will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past year from this item. One hundred and forty-one (141) device history records were reviewed. There were no non-conformances issued for these lots nor suture component lots. Dehiscence is a known risk with any suture material. Complaint #(B)(4); ethicon's complaint # pt1-(B)(4)). Stratafix knotless tissue control device-(B)(4 )#2, pdo 36 x 36, lot unk.

Event description:
Per user facility medwatch form, #(B)(4), after abdominoplasty, she began experiencing wound complications. Separation of the incision occurred with wound tunneling developing up to 12cm below the skin. Sutures could be seen coming through the wound. This continued with approximately 9 wounds opening with some dehiscence. Patient has been treated and continues to be treated, by wound specialist. The medical opinion is that either the patient rejected the sutures used, or there was a flaw in the suture that caused failure. Suture pieces are continuing to come through the wound at this time as the wound continues to heal. Post complications, patient required wound treatment with wound vac.